Event description:
Additional information received reported that the seroma was first observed in 2020. They were not sure of the cause for the catheter damaged and leak. The actions and interventions taken during the surgery was the physician removed pump from pocket in which he noticed that the catheter was leaking near the connector. He then unplugged catheter from pump and aspirated the pump access port and catheter. He cut off a 1 cm section where catheter was leaking and added a new catheter connector. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 2011-mar-19 , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 6.8 mg/day via an implanted pump. It was reported the event/difficulty occurred on 2020-sep-01 during normal use. It was reported the patient had a seroma and there were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included draining the pocket multiple times. They did a surgery to find the issue. It was noted after opening the pocket and pulling the pump out of the pocket, the physician noticed that fluid was leaking from the catheter near the coupling of the pump connection site. The patient had a seroma and the physician opened the pocket to check the pump. There was a fracture on the catheter just below the coupling. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 142 pounds and medical history included severe scoliosis. No further complications were reported.